Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed to discharge using these attached internal handles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The internal handles were received for evaluation with the paddle wires cut through on the shock button side. The shock button was observed stuck in place and unable to move. Due to the damage, the internal handles were unable to be tested for discharge functionality. After dissection/disassembly of the handles we were able to confirm that the internal components had migrated to a void inside the handle cavity causing the shock button not to function. It was determined that extreme heat of 400 degrees or more would be required to cause the observed internal components migration well outside recommended temperature exposure for the handles. The cause of the exposure could not be firmly established with the end user. However, this circumstance appears to be isolated to this facility. Analysis of reports of this type has not identified an increase in trend.